Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer was hospitalized for a different reason. Customer called yesterday for assistance with storing the pump without a battery. Customer was assisted with programming the time and date. No further assistance needed.